Event description:
After iabp for one week, the pump was changed. After iabp for 16 days after the iab was inserted, blood was noted in the catheter. Event complications: none from the event- reported 1/14/98.) (Pt's current status:unk- rpt'd 1/14/98.)